Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter was "complicated by cardiogenic shock". No further information was provided regarding patient outcome, procedure status or product status.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter was "complicated by cardiogenic shock". No further information was provided regarding patient outcome, procedure status or product status. It was further reported that the cardiogenic shock occurred at the end of the procedure because "cardiogenic shock probably favored by bradycardia and right-to-left shunt through the transseptal puncture site, maintained by the elevation of right atrial pressure secondary to massive tricuspid regurgitation.", additionally the patient underwent a closure of a atrial septal defect with a foramen ovale device the patient continued to experience heart failure which they are receiving levosimendan for. The patient was hospitalized for approximately month across (B)(6) 2025, and then again for 2 weeks in (B)(6) and 2 additional days in (B)(6) 2025 for the levosimendan courses.